Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap was found cracked. This was identified during use of the device for training for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H11: the actual device was provided for evaluation. A visual inspection showed a small crack on the edge of the lid, however, no bruising or crushing of the lid was evident. The reported condition was verified. The cause of the condition could not be determined; however, possible causes are over-twisting onto the female luer port or an issue related the raw material of the device. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.